Event description:
It was reported that the patient presented for normal follow-up. Upon device interrogation, increased capture threshold was noted. Decreased r-wave sensing, pacing lead impedance and high voltage lead impedance were also noted. Fluoroscopy revealed lead dislodgement. Lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.